Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('in formalin are multiple fragments of essure and one segment of fallopian tube') and pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included flank pain, uti and kidney infection. Concurrent conditions included dyspareunia, ache, burning sensation and cramp in lower abdomen. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2013, (B)(6) 2013 lot number: a96184, manufacturing date: 2013/02, expiration date: 2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('in formalin are multiple fragments of essure and one segment of fallopian tube') and pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included flank pain, uti and kidney infection. Concurrent conditions included dyspareunia, ache, burning sensation and cramp in lower abdomen. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2013. Most recent follow-up information incorporated above includes: on 09/11/2019: plaintiff fact sheet was received. Lot number were added. Previously reported event injury was replaced with new events: pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Reporter information, date of birth, essure removal date, events onset date were added. Essure insertion date were updated. 2nd and 3rd follow together on (B)(6) 2019: mr received reporter information added. New event added device breakage, device monitoring procedure not performed. Medical history was added. 2nd and 3rd follow together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.